Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00904 / 00905).

Event description:
It was reported patient underwent primary total hip arthroplasty on (B)(6) 1994. Subsequently, a revision procedure was performed on (B)(6) 2012 due to dislocation. The surgeon noted vertical placement of the cup which led to wear of the polyethylene liner and resulted in dislocation. The acetabular cup, poly liner and femoral head were removed and replaced with a biomet femoral head and competitor acetabular components. Of the explanted components, only the cup and liner were manufactured by biomet orthopedics.